Event description:
It was reported that the patient expired. The patient was scheduled for device change-out but had difficulty in making arrangements. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The patient died at home and was buried without an autopsy. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.